Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 400 (mg/dl). A bolus was delivered to address bg levels. Reportedly, customer had not changed supplies and allowed the pump to run out of insulin. Recommendation was made to discuss diabetes management with their health care provider.